Manufacturer narrative:
Concomitant medical devices: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
A communication problem was reported. An implantable neurostimulator (ins) over discharge occurred and was unable to turn the ins on or off. A power on reset (por) occurred. The patient was feeling stimulation. Patient compliance was the primary reason for over discharge; she was caring for her dad and going back between her place and his and just didn¿t recharge like she normally did. The last successful recharging session was 1-2 months ago. A problem with the patient programmer (pp) was reported, blank screen. The pp has not been dropped or gotten wet. The patient replaced the batteries and that resolved the issue of the blank screen. An information request was made regarding the pp and control magnet. The next day the company representative reported that the patient was not able to adjust stimulation. A display showed ¿call your doctor¿ icon, a por occurred. The patient wasn¿t able to get past the por screen when the patient was walked thru clearing por. It was confirmed that the por was able to be cleared. The patient was then able to get stimulation and receive effective therapy. The patient was doing fine. If additional information is received, a follow up report will be sent.